Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 173mg/dl.